Event description:
A report received indicated a patient experienced a thrombotic event approximately three years after receiving a cypher stent in the first marginal coronary artery. Further investigation indicated patient was a 50-year old male with a history of hypertension, hyperlipidemia, previous percutaneous coronary intervention and a family history of coronary artery disease with no known allergies. The main indication for the index procedure was acute coronary syndrome and an unknown cypher was implanted at 16 atms for 30 seconds in the first obtuse marginal described as 3.0 x 15mm long with chronic total occlusion, vessel/lesion attributes. The vessel was predilated, pressure unknown. Post dilatation was conducted at 12 atms for 30 seconds for a residual stenosis of less than 10%. Pre-stenting timi flow was 99% and less than 20% after stenting. Patient received angiomax and integrilin during the procedure and act was measured at >300. Patient was discharged on aspirin and plavix. Patient took medications as prescribed, but presented with acute coronary syndrome three years later and was diagnosed with myocardial infarction and in-stent thrombosis, the thrombosis was treated by balloon angioplasty. Of note; plavix was on hold for six to seven days in preparation for colonoscopy, but had myocardial infarction and thrombosis before the colonoscopy. Additional information will be submitted within thirty days upon receipt.